Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer stated they attempted to place arterial line, and during insertion they had an issue with the guide wire being stuck in the line. On removal they noticed some of the catheter broke off and was still in the patient. Surgical intervention was required to remove the guidewire and catheter from the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer stated they attempted to place arterial line, and during insertion they had an issue with the guide wire being stuck in the line. On removal they noticed some of the catheter broke off and was still in the patient. Surgical intervention was required to remove the guidewire and catheter from the patient.